Event description:
On (B)(6) 2011, patient reported elevated blood glucose of 600 mg/dl over the previous 4 days. Target blood glucose is 100-160 mg/dl. Patient will insert the infusion headset in a straight, quick motion and will then notice insulin pooling or leaking at his infusion site. The headsets appeared to have been inserted properly. Patient notices the leak of insulin when there is wetness on his shirt, and one of the infusion cannulas was bent. Patient does not have scar tissue near his infusion sites. Infusion sets were replaced and requested for evaluation. A clinical specialist called on (B)(6) 2011 and requested a longer infusion cannula for the patient. Patient had seen blood in the cannula, and there were no external influences to cause bleeding. Blood glucose elevated to "hi" as a result, and patient felt fatigued. Patient was sent infusion sets with a longer cannula. Follow-up was completed with patient's wife on (B)(6) 2011. Wife reported the longer cannulas were working better; however, blood glucose had remained in the 500 mg/dl range over the previous week. Patient went to the hospital approximately 30 minutes prior to follow-up call for chest pains. Follow-up was then completed with patient on (B)(6) 2011. Patient was discharged from the hospital on (B)(6) 2011. He thought he might have had a heart attack or a stroke, and he received treatment for his "heart, lungs, diabetes, and a bunch of other stuff." Patient reported he will bolus to decrease blood glucose levels. His blood glucose had returned to normal, and he had no additional concerns with the infusion sets.